Event description:
Inserts broke when dr. Was removing trial from patient.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned device confirms the reported event of a broken trial. The trial exhibit significant scratching and gouges suggesting heavy usage and rough handling. A complaint database search found similar reports against the provided product code. Previous investigations and product analysis have attributed the root cause to product wear out. The root cause is attributed to product wear out due to the overall condition of the returned devices. Based on the root cause of product wear out, corrective action is not needed at this time. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation may be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.